Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window and on the reservoir tube window, and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and buttons were not responding. Customer's blood glucose was 175 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.